Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that patient had a damaged sensor. Customer advised the cannula was missing from the sensor and was no longer inside of the patient's body. Customer advised the sensor would not return for analysis.